Event description:
It was reported that during preparation for an unknown peripheral intervention, the guide wire was broken. While external to the patient "on first use," the zipwire hydrophilic guide wire broke "out of the holster." Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).